Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation of the patient's implantable cardioverter defibrillator (ICD), it was observed the ICD presented an error message. The ICD was reprogrammed to resolve the issue. The patient was in stable condition.